Event description:
Information received by medtronic indicated that the insulin pump had several unresolved alarm's and keypad was unresponsive. Insulin pump had the rejected new battery alert/failed battery alert. Customer stated that they had to reset the date/time information. Customer also stated that the buttons were unresponsive. Up arrow had to be pressed harder. Customer stated that the back light had gotten dimmer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.